Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed. The target lesion was 65% stenosed, mildly calcified and non tortuous. A 24 x 2.75 promus premier select was advanced, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device investigation by MFR: the returned device consisted of the promus premier select ous mr 24 x 2.75mm stent. The device was analyzed, but no stent damage or deformation was noticed with the returned device. There were no issues noted with the device. We were unable to confirm the reported event.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed. The target lesion was 65% stenosed, mildly calcified and non tortuous. A 24 x 2.75 promus premier select was advanced, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.